Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the wire was jammed in the lead and unable to be removed. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. The stylet/guidewire was kinked/buckled. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.